Event description:
The customer contact reported a disconnection. The pt was receiving an unspecified protein solution and a liposyn solution via an extension set that was connected to a microclave port male adapter plug. At the beginning of the infusion, the extension set disconnected from the mcroclave port male adapter plug. The tubing sets were replaced and the extension set was connected directly to the pt's IV access site and the therapy was resumed. The customer reported that the microclave port male adapter plug was not used. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.